Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The cause of the event could not be determined based on the reported information. Mdrs related to this event: 2029214-2016-00435 2029214-2016-00812 2029214-2016-00813 2029214-2016-00814.

Event description:
Medtronic received information from a clinical study that a pipeline was occluded after implantation. The patient had received four pipeline devices for aneurysm treatment. Review of the patient's five-year follow up imaging found that the device was occluded. Complete aneurysm occlusion was also noted. There were no reports of patient symptoms in relation to this event. The patient also underwent a neurologic exam at the five-year follow up which showed that neurological functions were not changed from baseline. In addition, the patient denied having any symptoms relatable to the aneurysm.